Event description:
It was reported that the detachment system fail during surgery. Device will be forwarded on receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the detachment system fail during surgery. Device will be forwarded on receipt. The pre-deployment electrical check was performed. There was no resistance during advancement of the coil through the unidentified microcatheter. The low battery light was not seen during the case. There is no information available regarding the status of the power light or any fault lights or audible beep. The procedure was completed with another coil without patient injury. The returned device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely root cause for the coils failure to detach was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. However, with review of the received information reporting that the pre-deployment electrical check was performed, it appears that procedural factors possibly device interaction/manipulation may have contributed to the damage resulting in the failure of the coil to detach. Without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. However, it was reported that the procedure was completed with another coil, which would indicate that there were no issues with the other concomitant components. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information and the analysis of the returned device, although a definitive root cause cannot be determined, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.